Manufacturer narrative:
Evaluation: contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Field service personnel evaluated customer's instrument and performed a system checkout and alignment. Results; other-clinical isolate not available from customer. In-house testing of the isolate cannot be performed. Conclusions; overall oxacillin performance of dried pos panels is acceptable.

Event description:
Single account reported to dade behring that they observed a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on a secondary method (oxacillin screen agar) performed at the same time for the clinical isolate. The susceptible result was not reported to the physician. There was no report of adverse health consequences to the pt as a result of the false susceptible results being obtained.